Manufacturer narrative:
(B)(4). Unknown, assumed 1st day of month that complaint was reported. Batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the lobectomy surgery, after fired, noted the staples malformed. Changed another three to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 10/13/2022. D4: batch # 547a77. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that one tcr75 reload was received with no apparent damage and an opened package was received along with the device. The reload was received fully loaded with staples and swing tab in an unlocked position. The reload was tested for functionality with a test device and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc., are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The event described could not be confirmed as no malformed staples were observed and the reload performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.